Manufacturer narrative:
Findings: evaluated 1 open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir would not fill with the insulin amount he needed. Customer blood glucose at the time of incident is unknown. The customer was assisted with trouble shooting. The customer was informed it might be due to pressure being built up from air pushed into the reservoir during infusion set changes. Advised customer in the future to leave the transfer guard on the vial after filling the reservoir to let the vial degas. Customer will return reservoir.